Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated an open wire in the trunk cable. The root cause for open wire was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was experiencing a service code 204.